Event description:
Glucose measured 120 mg/dl, on the suspect device, before going to sleep. Sometime during the night, pt was found unconscious (time duration between reading on the device and loss of consciousness was not provided). Emergency medical services were reportedly summoned, on pt's behalf, and upon their arrival, pt's blood glucose measured 38 mg/dl (on the suspect device). Pt was transported to the hospital where she subsequently admitted and treated for hypoglycemia (no details of treatment were provided). According to reporter, pt was released from the hospital 5 days later. Pt's current condition: blood glucose is in the 200 mg/dl range. A level one quality control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.